Event description:
It was reported a patient underwent a robotic laparoscopic hysterectomy on an unknown date and topical skin adhesive was used. Surgeon stated the first assist called and said the patient had a reaction. They always cleans the skin before applying adhesive. Appears red and inflamed, prescribed steroid dose pack. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> no, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? Robotic hysterectomy. ¿ what is the procedure date? Not sure. ¿ what date did the reaction occur on? Not sure. ¿ what does the reaction look like and how large of an area does the reaction cover? It looks red and inflamed. ¿ do you have any pictures of the reaction? Yes I have a picture. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescription strength. The doc prescribed steroid dose packs. ¿ can you identify the lot number of the product that was used? I don¿t have. ¿ what is the most current patient status? Unknown. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (please refer the attached email). Please provide a photo of patient reaction. Yes. Was any surgical intervention performed?no. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Prior. Was cleaned with wet/dry lap before applying. Was a dressing placed over the incision? If so, what type of cover dressing used? Not sure. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not found in preop questions. Is the patient hypersensitive to pressure sensitive adhesives? Not found in preop questions. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes they always ask patient demographics: initials / ID, gender, age or date of birth; bmi --rest unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) not sure has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic usename of surgeon? Not sure. What is the physician¿s opinion as to the etiology of or contributing factors to this event? She said that she gets reactions every now and then and doesn't know why is product available to return for analysis. Obviously not since it was on the patient (lashes, nails)? Not sure. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.